Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a robotic assisted prostatectomy the device closed and partially fired, there was no cut and the cartridge had four rows of malformed/goal post staples in its proximal end. No buttressing was used. A like device of the same product code was then used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch # n54z6u. The analysis found that one ple45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.